Event description:
The manufacturer received information alleging blister marks on the bottom of the machine, respiratory tract irritation, dizziness and/or headache, nausea / vomiting, nocturnal hypoxemia, chronic sinusitis & hypertrophy of nasal turbinates. No medical intervention was specified by the patient. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.